Manufacturer narrative:
Initial.

Event description:
It was reported that an occlusion alert occurred after an infusion set supply change on an ilet system, blood glucose rose to 400 mg/dl, and glucose returned to range after the user performed another supply change. The device problem was consistent with an obstruction of flow and involved the connector/coupler component of the infusion set. Symptoms included dry mouth, and fatigue consistent with hyperglycemia. Outcomes included a delay to treatment or therapy without hospitalization. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed evidence consistent with a deformation problem linked to an obstruction of flow at the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.